Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump continuously alarmed downstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false or constant downstream occlusion alarm occurred during testing" was reproduced. A review of the event history log revealed "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.